Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered three shocks. All three shocks had low out of range shock impedance. A non-invasive shock impedance test was performed and the measurement was within range. A revision procedure was not planned. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.